Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials is not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the screw placements were completed and imaging showed that screws were accurate to plan. The surgeon did some bone removal and found l5 right breached medially. Ats screws were used with a drill, so no tapping was completed. The surgeon placed l4 right then l5 right before moving to the left and placing l4 then l5. The patient was fixated via a schanz pin and bone mount bridge. The surgeon removed the misplaced screw and realigned the trajectory with the guidance system, and then the surgeon free-handed the placement. There was no patient harm reported and the procedure was delayed by ten minutes. Additional information received from a manufacturer representative reported that the deviation was less than 3.5 mm. The suspected cause was using the ats screws and not tapping before placing the screws. The screw followed the tract of the facet joint instead of the pilot hole of the awl tip tap.